Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information the cause for the reported low transeptal puncture resulting in difficultly positioning towards the valve appears to be due to procedural conditions. The cause of the reported unintended movement (clip open - locked) associated with the unintended clip opening while locked cannot be determined. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the clip opening after deployment. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. The transseptal puncture was low, resulting in difficultly positioning towards the valve. The first clip was implanted successfully. A second xt (lot: 21103r1035) clip was positioned on the valve successfully. After deployment, the xt (lot: 21103r1035) clip opened from less than 10 degrees to approximately 25 degrees. The mr was still reduced to grade 2 so the procedure was ended. There were no reported adverse patient effects and no clinically significant delay. No additional information was provided.